Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience hyperglycemia. Customer states insulin pump shows that the sensor reading was 79 mg/dl so they took a juice to correct it and the customer¿s blood glucose value was 600 mg/dl at the time of incident, customer states they delivered another 8 unit of bolus and the insulin pump shows 10 unit of active insulin, after 20 minutes, blood glucose went down from 518 mg/dl down to 477 mg/dl. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was on auto mode feature. Customer treated for high blood glucose with manual insulin. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer alleging possible insulin pump under delivery. Customer states multiple air bubbles shows on the tubing of the infusion set. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. The device will not be returned for analysis.